Event description:
The autopulse platform ((B)(6)) was utilized in the treatment of a 77-year-old male patient and was deployed correctly. However, the device stopped compressions unexpectedly after 30-45 seconds. Upon each restart, it performed only one or two compressions before stopping again. Additionally, the screen of the platform was also noted as black and the user was unable to see anything on the screen. The crew immediately began performing manual CPR. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of "the autopulse platform ((B)(6)) stopped compressions unexpectedly was confirmed based on the archive data review but not confirmed during the functional testing. According to the archive, the platform displayed user advisory (ua) 02 (compression tracking error) and ua17 (motor on for too long during active operation) around the event date. These user advisories were not replicated during the functional testing. No device malfunction was observed, and the autopulse platform worked as intended. The customer's secondary complaint about the screen of the platform being black was confirmed during the visual inspection. A flickering, sometimes dark lcd screen was noted during the device evaluation as a result of the failed lcd screen. The screen was replaced to remedy the issue. The archive data showed the presence of ua02 and ua17 on the reported event date, related to the complaint. The user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or the battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test with large and small manikins without any fault or error. The reported complaint of stopped compressions, ua02, and ua17 error messages seen in the archive could not be reproduced. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint of the failed lcd screen and there was no previous history of complaints for the autopulse platform with (B)(6).